Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button on the pump was stuck. It was also reported that the a malfunction alarm occurred and the pump stopped all insulin delivery. Customer also stated that they had experienced elevated blood glucose (bg) levels of up to 490 (mg/dl) all day, and they were unsure of the cause. Customer administered insulin injections to treat their bg levels, and stated that they would revert to insulin injections for alternate insulin therapy.